Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The lcd display was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6). H3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The lcd display was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in complete loss of display. There was no patient involvement.